Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the arctic front adv ous 28mm catheter and the 203cx coaxial umbilical cable, the system detected fluid in the catheter and stopped the injection. The system also detected blood in the catheter handle, which resulted in the injection being stopped and the vacuum being disabled. Visible blood was observed inside the 203cx cable. The procedure was completed after the balloon and the 203cx cable were changed to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the 2af283 balloon catheter with lot number 24081 were returned and analyzed. One patient file was received and was recorded on the reported date of the event. The patient file showed six applications were performed using a catheter identified as 2af283 with lot number 24083-014. Patient file didn't show any system notice on the reported date of the event. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event. The failure file showed persistent system notice 50006 (the safety system has detected blood in the catheter handle stopped the injection and disabled the vacuum) on the reported date of the event. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #50005 (the safety system has detected fluid in the catheter and stopped the injection). During inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported issues (system notices 50005 and 50006 and visible blood) were confirmed through analysis. The balloon catheter failed return inspection due to an outer balloon distal bond leak and was detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.